Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13mar2020.

Event description:
It was reported that the unit had a circuit occlusion. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The customer was instructed to dial in some flow or pressure and to determine the blower revolution per minute (rpm). The blower would not advance past 3000 rpm. The technician recommended that the customer replace the blower. The customer replaced the blower and the issue was resolved.

Manufacturer narrative:
G4: 14jul2020 b4: (B)(6)2020 the replaced blower was returned for failure analysis. The blower motor assembly was tested and it was determined that the root cause of the reported problem was failure of the motor assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 31jul2020. B4: 31jul2020. After further evaluation, failure analysis indicates that the ¿patient circuit occluded¿ error was caused by ¿blower stalled condition¿. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.